Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath tab broke off. The user used the white portion of the sheath that was still intact and pulled the catheter to the opposite side to break the sheath. The sheath was removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use were observed. Visual analysis of the sheath revealed that the sheath tore incorrectly and separated adjacent to the one of the tabs. A portion of the proximal end of the peel-away extrusion was still molded to the separated tab. Microscopic examination confirmed the damage and revealed that the point of separation was stretched and jagged. It was also noted that the peel-away sheath was split completely down one side of the score line. The other score line was intact. The length of the sheath body measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the sheath peel-away product drawing. The outer/inner diameter could not be accurately measured as one side of the score line was completely split. Functional inspection could not be performed due to the damage. Manufacturing was contacted as a part of this complaint investigation. They confirmed that this will need to be further investigated by their facility. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a peel-away tearing incorrectly was confirmed through complaint investigation. Visual analysis revealed that one side of the peel-away extrusion tore incorrectly adjacent to one of the tabs. Despite the damage, the sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined until further analysis can be performed by manufacturing. Therefore, a non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath tab broke off. The user used the white portion of the sheath that was still intact and pulled the catheter to the opposite side to break the sheath. The sheath was removed. No patient harm reported. The patient's condition is reported as fine.